Event description:
It was reported that the patient had poor sleep issues and was "edgy". Impedance measurements showed low values on electrodes 0, 3 on the right lead. The patient was reprogrammed around the affected electrodes on (B)(6) 2010. The patient outcome was reported as resolved without sequelae. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3391s-40, lot#v159340, implanted: (B)(6) 2009, explanted: unk. Neurostimulator: model 7428, serial#(B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2010. Extension: model 7482a51, serial#(B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3391s-40, lot#v159340, implanted: (B)(6) 2009, explanted: na. This device was being used in a clinical trial noted as g080033.